Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the customer's instrument service history, a search for similar complaints, and a review of labeling. No additional related complaints were identified for the customer's instrument. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate. Based on the data available and the results of this evaluation no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 0.834 ng/ml. Upon repeat, troponin results of 0.020, 0.018 and 0.023 ng/ml were generated. Another tube from the same patient was analyzed and troponin results of 0.019 and 0.025 ng/ml were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.